Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed unexpected restart of the device and total power failure occurred while the device was using its internal battery that became depleted. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. The device underwent a total power failure event. There was no patient involvement reported.

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. The device underwent a total power failure event. There was no patient involvement reported.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).